Event description:
It was reported that the bd luer-lok¿ syringe experienced incorrect label information. The following information was provided by the initial reporter: box labeling size does not match what is on the sticker attached to the box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.